Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced prolonged pacemaker mediated tachycardia (pmt). Boston scientific technical services (ts) discussed that case and noted that pmt termination could have occurred as it had not reached max tracking rate (mtr). Further review noted that based on the surface electrocardiogram atrial pace might have not captured prior to the pmt event. Ts discussed detailed lead and thresholds evaluation. The device was reprogrammed. No adverse patient effects were reported.